Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states the caster on the overbed table broke, but he is not sure how it happened. Dealer called in as well same day and stated the same as consumer. Date code unknown. MDR filed.